Event description:
The patient experienced loss of therapy. The patient stated she was having some problems with diverticulitis and stomach issues since june 25th and was in the hospital june 25-july 1. The patient medical diagnoses were noted as: gastric stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that a pacemaker was placed abdominally in (B)(6) 2015. The patient had diverticulitis and part of the colon was removed on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. (B)(4).